Manufacturer narrative:
Aliquots of two solutions analyzed for dextrose concentration by co: solution a - labeled concentration - 10%, measured concentration - 58%. Solution b - labeled concentration - 12.5%, measured concentration - 48.8%. Device evaluation: the user rpt'd an overdelivery. The unit was received dirty and was tested as received. The unit passed all performance tests. The complaint could not be duplicated.

Event description:
Reporter stated that caller from facility reported a possible overfill of final bags from station 5 of the unit. Station 5 has 70% dextrose as the source solution. Two neonates receiving tpns compounded on the unit were found to be hyperglycemic by routine blood glucose determinations by accucheck. One neonate had a blood glucose >900mg/dl and was treated with insulin. The other neonate had a blood glucose >400mg/dl and was not treated with insulin. Blood glucose levels returned to normal levels and neurological signs remained acceptable. The caller requested dextrose concentration testing of aliquots of both solutions and is sending samples to the laboratory. The reporter advised the caller not to use the unit, which had been sent to the manufacturer for evaluation.